Manufacturer narrative:
Product event summary: the data files and the afr-00001 sphere catheter with lot number 0013065953 was returned and analyzed. The files showed multiple notifications were received including the "catheter temperature sensor fault." During external visual inspection of the sphere segment of the physical product, material in/on the lattice was observed. During testing, the catheter was connected to the mapping system. Mapping system terminated the delivery of ablation due to error #048 "catheter temperature sensor fault." The returned catheter failed the shorts test. Anomaly was noted at the electrode #p3, p4. The returned catheter failed the mapping test. Anomaly was noted at the electrode #p3,p4. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During inspection of the sphere segment, an open circuit / electrical intermittence was observed at electrode #p3, p4. In conclusion, the sphere catheter failed the returned product inspection due to the material observed in the tip/lattice of the sphere catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a temperature sensor fault occurred. The catheter and cable was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.